Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on under her right breast. The patient did not wear the lifevest for several days in order to address the blisters. The patient's cousin, a cardiologist, recommended that the patient no longer wear the lifevest and end use. The patient ended use of the device and reported that the irritation improved.